Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in (B)(6) 2024. E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.